Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was within the assigned ranges on the day of sample measurement. The field service engineer found that the suction tube in the rinse unit was torn. He replaced the torn tube. Test runs were carried out and the instrument was performing within specifications. The root cause was due to leakage from a torn tube in the rinse unit. The service action (replacing the torn tube) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with sodium (na) assay on a cobas 6000 c501 analyzer. Initial result: 186 mol/l. The customer questioned this result. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 141 mol/l. The repeat result was deemed to be correct.